Event description:
It was reported that the mobile app unexpectedly crashed while customer was attempting to load a cartridge, and the customer was unable to complete the load process. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer resolved issue on their own and continued using the pump for insulin therapy.